Event description:
It was reported that the anesthesia workstation did not pass the system check-out tests. No patient was connected to the unit at the time of the reported event. (B)(4).

Manufacturer narrative:
Despite multiple attempts to obtain information regarding the failing test, replaced parts, and the receipt of the device logs, we have not received any. We are therefore unable to draw any conclusions, nor are we able to confirm the complaint.

Event description:
(B)(4).